Manufacturer narrative:
The device was not returnd to hospira for testing. Investigation is not complete. This reprot represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a particulate. The tubing set was being used to deliver 1000 ml of 5% dextrose in water, at a rate of 60 ml/hr, via a plum pump. At an unspecified time, it was reported that the upper part of the tubing set was connected to an unspecified needle free device. No specific details were provided. After an unspecified length of time. It was reported that dexamethasone phosphate 5 mg/ml and ondansetron 8mg/4ml were injected into the proximal injection port of the soluset of the tubing set. Reportedly, "about three hours" after the delivery was started, the pt noted particulate floating inside the soluset of the tubing set. After an unspecified length of time, the customer contact indicated that the pt reported the particulate to the nurse. The particulate was described as white, curve shaped, approximately 5 to 6 mm in length, and a thickness that was hairlike. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.